Event description:
Patient had successful implant in 2006. Patient expired five days later due to multi-system failure, not device or procedure related.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.